Event description:
Caller reportedly received the following results on an inform meter, compared to lab results, within 10 minutes: hi (greater than 600 mg/dl), hi (greater than 600 mg/dl) (meter); 165 mg/dl (lab). No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.